Event description:
Updated summary: added insulin flow block alarm allegation and removed hypoglycemia with 20 mg/dl

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with blood glucose of 738 mg/dl. Customer¿s other blood glucose value was 300 mg/dl and was treated with pens, livamir and novolog. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous drip in hospital. Customer stated that they were low that is 20 mg/dl and had a seizure and heart attack. Customer does not allege that insulin pump was under delivering. Customer also reported crack the screen of the insulin pump. The insulin pump will not be returned for analysis.